Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal and changed the infusion set on the ilet pump; blood glucose was approximately 225 mg/dl at its highest, and the agent advised allowing time for automated correction and changing supplies, after which the call ended prematurely. Symptoms included high blood glucose without reported clinical sequelae. Outcomes included no medical intervention, no outside assistance, and no device alerts or alarms. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no observed device malfunction and an unclear cause of hyperglycemia, with potential user- or therapy-related factors not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.